Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml; 1775 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported the hcp was unable to aspirate or fill the pump. No symptoms were reported. The hcp was trying to access the reservoir and they know they are going through the septum in the refill port. The hcp was not able to get anything out when he tries to aspirate. No further complications were reported.